Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 1.2 mm stone. However, the basket failed to crush the stone and the basket tip failed to detach. An emergency lithotripsy basket was used to retrieve the stone. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that only a section of the wire assembly was returned and the rest of the components of the device were not returned. The pullwire was broken at the proximal section and the tip was found properly attached to the basket with no evidence of defects. The evaluation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The device was designed for calculus larger than 1.5 cm. However, the stone involved was smaller and the force applied to the basket in order to allow the tip to be detached could have been insufficient taking into consideration that the basket is bigger. Therefore, the most probable root cause for the failure "tip won't detach" is "user/use error". The attempts performed and the force applied to the device to detach the basket tip may affect the wire assembly causing the encountered damage "pull wire broken", and the cause of this failure is considered as "operational context" since due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and found that the device was not used according to the dfu (directions for use).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 1.2 mm stone. However, the basket failed to crush the stone and the basket tip failed to detach. An emergency lithotripsy basket was used to retrieve the stone. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information as of june 18, 2017. The size of the stone that they attempted to crush using the trapezoid¿ rx basket was over 1.2 cm.